Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The (B)(6) customer reported that the pod site became uncomfortable and she felt a burning sensation. She removed the pod and saw some swelling. She went to the ER (emergency room) on (B)(6) 2016 where she was treated due to an inner abcess and prescribed synthomycine ointment and cefovit forte 500 gram oral antibiotic. (B)(6).